Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced pain due to magnet dislodgement on july 07, 2022, during an MRI (strength not reported). However, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a magnet replacement surgery on (B)(6) 2022. This report is submitted on november 25, 2022.